Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Device evaluation: visual inspection under magnification was performed on the suspect product and found the plunger rod was partially advanced and viscoelastic residue was observed to be distributed through the length of the cartridge. The cartridge tip was cracked and the crack extended to the cartridge tube. The lens module was inspected and presented with no viscoelastic residue or damage. The device assembly was inspected and presented with no issues. The plunger rod advancement was inspected, and no resistance was felt. No lens was received for evaluation. No further evaluation was performed. The complaint issue "cartridge crack" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed one additional complaint folder was received for this po. The complaint issues reported were not related and therefore, no further actions are required. Conclusion: based on the investigation, no malfunction or product deficiency was identified. An attempt was made to obtain missing information; however, the information was not been provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the injector of a monofocal intraocular lens (iol) split in half during deployment. The viscoelastic product used at room temperature. The event was when inserting the lens into the patient's right eye and the tip of the cartridge touched patient. No delay between prep time and handoff to the doctor reported. It was confirmed that the lens was not stuck in the cartridge. Another johnson & johnson lens with the same model and diopter implanted. No surgical or medical interventions required and no patient injury reported. The patients outcome, status reported as fine. No further information was provided.